Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: heartrail jl4.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. After the balance middleweight universal ii guide wire was advanced to the lesion, the 3.0 x 15 mm voyager balloon was delivered and inflated; however, during the first inflation of 10 atmospheres (atm), the pressure indication dropped. When an attempt was made to remove the balloon, it became stuck with the guide wire, and the devices were removed as a unit. It was noted that there was a pinhole rupture in the balloon. A new non-abbott guide wire and a non-abbott balloon catheter were used to complete the procedure. The balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.